Event description:
It was reported that the patient's controller was blank/unresponsive. During the call, the patient attempted a controller reset and confirmed the green blinking light was illuminated on the ac power supply. They plugged in the controller to the ac power supply, but the controller remained blank/unresponsive. They attempted a second reset, but the controller remained blank/unresponsive; they could not get the controller to power on. The patient inspected the controller battery compartment and li battery pack for damage, but no damage was detected. Replacement devices were requested. Additional information was received. It was reported that they have not used their stimulator in a few years and they were going to get an MRI. Patient was sent a new controller and the caller called for assistance on how to charge their implant. During call, it was attempted to assist the caller on setting up the controller; when the patient (pt) attempted to sync their controller to their implant they kept on receiving no device found. During call pt verified there was no damage to the recharger (rtm), pt verified they had no recent falls or traumas for they only had knee surgery a few mo nths ago. An email was sent to repair for a new rtm. The caller was advised to contact their healthcare provider (hcp) if the new rtm does not resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial# (B)(6), product type: programmer, patient product ID: 97745bp, lot# serial# (B)(6), product type: accessory, product ID: 97755, lot# serial#: (B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4), product ID: 97745bp, serial/lot #: (B)(6). H3: analysis of the 97745 programmer and 97745bp (battery pack) (serial numbers (B)(6)) revealed a broken stim button and a broken case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.